Manufacturer narrative:
Age at time of event: under 18 years.

Event description:
It was reported that the catheter bounced during coil deployment, the coil was floating inside the aorta, it became fractured, and a part of the coil remained inside patient's body. The target lesion was located in the right internal iliac artery. A 10mm x 40cm interlock-35 coil was selected for use. During the embolization procedure, the physician used a 6ml heparin saline for infiltrating the catheter and delivered the interlock coil through the y-valve. After flushing the coil and adjusting the delivery shaft, instilled from a saline bag through the y-valve, the physician started to retrieve the protector when the delivery shaft had about 12cm left outside. Then the coil reached the target position and was about to be deployed. After deploying about 2-3cm of the coil, the unspecified 5f catheter bounced backwards. Thus the physician decided to retrieve the coil concerning the possibility of bouncing out of the right internal iliac artery. During retrieval, it was noted that the interlocking arms unlocked inside the 5f catheter and the physician had to withdraw the coil into the catheter. Consequently, the distal end of the coil was floating inside the aorta and was found to have stretched inside the aorta ascendens. The time from when the coil entered the patient's body to when the physician found that the interlocking arms unlocked was about 1 minute. The physician used a snare to capture the coil through the left brachial artery; however, it was further noted that the coil was fractured and only part of the coil was captured. Then the physician tried a second time through the left femoral artery, but the coil was fractured again and only part of the coil was captured. The remaining part of the coil was left inside patient's body. The procedure was completed with a different device. No further patient complications were reported and the patient's status post-procedure was stable.

Manufacturer narrative:
Age at time of event: under 18 years. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/12/2018 04:09 pm CT.the report number is being corrected from: 2134265-2018-63980 to: 2134265-2018-62346.

Event description:
It was reported that the catheter bounced during coil deployment, the coil was floating inside the aorta, it became fractured, and a part of the coil remained inside patient's body. The target lesion was located in the right internal iliac artery. A 10mm x 40cm interlock-35 coil was selected for use. During the embolization procedure, the physician used a 6ml heparine saline for infiltrating the catheter and delivered the interlock coil through the y-valve. After flushing the coil and adjusting the delivery shaft, instilled from a saline bag through the y-valve, the physician started to retrieve the protector when the delivery shaft had about 12cm left outside. Then the coil reached the target position and was about to be deployed. After deploying about 2-3cm of the coil, the unspecified 5f catheter bounced backwards. Thus the physician decided to retrieve the coil concerning the possibility of bouncing out of the right internal iliac artery. During retrieval, it was noted that the interlocking arms unlocked inside the 5f catheter and the physician had to withdraw the coil into the catheter. Consequently, the distal end of the coil was floating inside the aorta and was found to have stretched inside the aorta ascendens. The time from when the coil entered the patient's body to when the physician found that the interlocking arms unlocked was about 1 minute. The physician used a snare to capture the coil through the left brachial artery; however, it was further noted that the coil was fractured and only part of the coil was captured. Then the physician tried a second time through the left femoral artery, but the coil was fractured again and only part of the coil was captured. The remaining part of the coil was left inside patient's body. The procedure was completed with a different device. No further patient complications were reported and the patient's status post-procedure was stable. Device eval by manufacturer: a non-bsc catheter was returned together with the complaint device. A delivery wire and the main coil were returned for this complaint; the introducer sheath were not returned. The coil and delivery wire arms were not interlocked; the main coil was completely stretched and all the fiber bundles were detached. Microscopic inspection of the delivery wire revealed the proximal end has a smooth surface and the interlocking arm did not show damages. The main coil was kinked and completely stretched; the zap tip and the interlocking arm were detached and they were not returned by the customer.